Event description:
The user received questionable estradiol generation ii (e2) results on the modular analytics e module (peee). All results are in pg/ml. The event involved eight patient samples which were discrepant. Patient sample 1, the initial result run on an aliquot from the modular pre-analytics system (mpa) yielded a result of 4300. The aliquot was automatically rerun which resulted at 208. The primary sample tube was run which resulted at 40. Patient sample 2, (B)(6) female, date of birth (B)(6). On (B)(6) 2010, the initial result run on an aliquot from the mpa resulted at 1207. This result was reported outside the laboratory to the doctor. The patient was under "fiv" treatment and had received 2 injections. The doctor decided to decrease the stimulation dose (ovarian stimulation) for this patient. On (B)(6) 2010, a second sample was collected from the patient and was run on an aliquot from the mpa which yielded a result of 166.2. The primary sample tube from this second collection was run which yielded a result of 166.0. On (B)(6) 2010, the original primary sample tube was repeated twice on a different p module (ppe), serial number (B)(4), which yielded results of 100 and 96.6 respectively. The user said the erroneous result reported for this patient led to an unnecessary decrease in the stimulation dose (ovarian stimulation). Patient sample 3, female. On (B)(6) 2010 the initial result run on an aliquot from the mpa resulted at 1756. Because the patient had an e2 result of 86 two days before, the primary sample tube was repeated from (B)(6) 2010 which resulted at 91. Patient sample 4, female. On (B)(6) 2010, the initial result run on an aliquot from the mpa resulted at 108.2. The primary sample tube was run on the ppe module which resulted at 12.8. The primary sample tube was run on the original peee module which resulted at 5. The aliquot was additionally repeated on the different ppe and the original peee modules which yielded results of 5.8 and 5 respectively. Patient sample 5, female. On (B)(6) 2010, the initial result run on an aliquot from the mpa resulted at 87. The primary sample tube was run on the different ppe and the original peee modules which yielded results of 15 and 5 respectively. The aliquot was additionally repeated on the different ppe and the original peee modules which yielded results of 11 and 5 respectively. Patient sample 6, female. On (B)(6) 2010, the initial result run on an aliquot from the mpa resulted at 32.7. The primary sample tube was run on the different ppe and the original peee modules which yielded results of 129 and 29 respectively. Patient sample 7, female. On (B)(6) 2010, the initial result run on an aliquot from the mpa resulted at 88.4. The primary sample tube was run on the different ppe and the original peee modules which yielded results of 48.7 and 37 respectively. The aliquot was additionally repeated on the original peee module which resulted at 40.4. Patient sample 8, female. On (B)(6) 2010, the initial result run on an aliquot from the mpa resulted at 73.95. The primary sample tube was run on the different ppe and the original peee modules which yielded results of 38.47 and 23.42 respectively. The aliquot was additionally repeated on the different ppe and original peee modules which yielded results of 90.31 and 76.39 respectively. Only the erroneous result for patient sample 2 was reported outside the laboratory. No adverse events have been alleged regarding these discrepancies. The reagent lot number for e2 was 159317. The field service engineer changed the measuring cells and performed preventative maintenance. Performance tests were performed and acceptable.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA. The event occurred in france. The investigation did not determine a definitive root cause. It was discovered, however, that the customer was using unapproved sample cups on the analyzer and the customer was reusing sample cups, which is not recommended by the manufacturer as this practice can lead to sample contamination.